Event description:
The customer reported a leak when using the coulter act diff 12 analyzer. The leak was identified while troubleshooting vote outs (an error condition) on the wbc (white blood cell) parameter and low results on the wbc and rbc (red blood cell) parameters on the qc (quality control). The leak was clear fluid near the wbc bath on the instrument. The volume of the leak was reported as 3 ml and the leak was not contained. The operator was wearing gloves when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Customer technical support (cts) instructed the customer to bleach the baths to resolve the wbc (white blood cell) vote outs but was unsuccessful. Field service engineer (fse) found the baths had overflowed diluting the qc (quality control) causing the results to be lower than expected. The fse also found the solenoid 14 was working intermittently, so he replaced the solenoid 14 to resolve the leak, wbc vote outs and the low results on the qc. The fse also replaced the peristaltic pump tubing as preventative maintenance. Identified failure modes: failure mode was identified as solenoid 14 not working properly. No erroneous results were generated; upon recur, the failure mode is likely to create erroneous wbc and rbc (red blood cell) results due to incorrect dilution of the sample in the wbc and rbc baths during analysis. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).